Manufacturer narrative:
A sensor board was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
It was reported that during testing of the ventilator, the oxygen sensor was bad. There was no patient involvement. The customer troubleshot with technical support and reported that the external o2 sensor is not even attached and they do not use the external o2 sensors. The customer reported that the cable is not connected to the jack and during extended self test (est) the unit logs a message indicating that the o2 sensor is bad and needs to be replaced. The service engineer (se) inspected the device found an error code for the oxygen sensor test. The se replaced the sensor board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.